Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 240 units of insulin. The customer¿s blood glucose (bg) level read "high" on the bg meter; cause was unknown. Customer addressed bg with bolus via pump. Reportedly, customer added insulin to cartridge an loaded it successfully.